Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 10mm x 4cm balloon. The balloon, a section of the inner polyimide, the distal marker band, and the distal tip were not returned. There was no balloon material present on the outer catheter at the proximal balloon joint and there was no break in the outer catheter, indicating a loss of bond between the balloon and the outer catheter. Sand marks were visible on the joint location, indicating that the balloon was attached properly at the manufacturing site. The break in the inner polyimide was jagged and stretched, likely indicating that excessive force contributed to the detachment. The length of the catheter from the inner polyimide break to the strain relief was approximately 73.4cm. The glue bullet was visible and was in the correct location. Functional/performance evaluation: no further functional testing could be performed due to the condition of the returned sample. Medical records review: medical records were not provided; therefore, a review could not be performed. Photo review: two electronic photos were reviewed by field assurance engineer. Both photos show a detached balloon and the distal tip of a pta catheter. The distal end of the balloon is bunched in appearance, likely indicating retraction issues. No ruptures can be identified on either of the photos. Based on the photos provided, the investigation is confirmed for a balloon detachment and retraction issues. Additionally, based on the photos provided, the investigation can not be confirmed for material rupture. Conclusion: the investigation is confirmed for retraction issues, a loss of bond at the proximal balloon glue joint, and a balloon detachment based on the condition in which the device was returned. The investigation is inconclusive for material rupture due to the poor sample condition (i.e. Balloon detached and was not returned). It is possible that excessive force withdrawing the sample through the sheath contributed to the reported event. It is likely that the retraction issues resulted in the loss of bond at the proximal balloon glue joint and the balloon detachment. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Use of the conquest pta dilatation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. Potential adverse reactions: additional intervention (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the left cephalic arch, the pta balloon allegedly ruptured (atm unknown) during the first inflation. During retraction through the 7fr sheath, the distal end of the balloon material allegedly detached and remained in the patient. The patient was transferred to the hospital and the health care provider performed a cutdown to retrieve the detached segment. The patient was reported to be asymptomatic.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the left cephalic arch, the pta balloon allegedly ruptured (atm unknown) during the first inflation. During retraction through the 7fr sheath, the distal end of the balloon material allegedly detached and remained in the patient. The patient was transferred to the hospital to retrieve the detached segment. The patient was reported to be asymptomatic.